Event description:
It was reported that the home patient (hp) had received a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 1 of 5. The caregiver (cg) stated that when they heard the alarm, they found that the hp was not connected. The cg reported that the hp reconnected, but the alarm would not clear. The technical service representative (tsr) instructed the cg to close all the clamps and cycle the power off and on to clear the alarm. The cg was instructed to start over with new supplies. There was no patient injury or adverse event associated with this report. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for analysis and the lot number was unknown; therefore, a batch review could not be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. There are directions to maintain aseptic technique when following troubleshooting. If additional relevant information becomes available, a follow up medwatch will be submitted.